Manufacturer narrative:
Date of event is estimated. Further device information is unavailable at this time and will be provided when made available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to replace their scs ipg for an unknown reason. It is unknown at this time if the patient has an abbott device.

Manufacturer narrative:
Codes have been updated.

Event description:
Additional information received indicated that this device was a boston scientific device and not an abbott device. This device is not handled by the manufacturer and further investigation will not be performed.